Event description:
It was reported that this non-boston scientific left ventricular (lv) lead, has shown abnormal impedance readings. Initially, the lv impedance was normal at approximately 1300 ohms, but it has consistently exceeded 3000 ohms over time. The physician is considering further evaluation with a chest x-ray and venogram. There have been no reported patient impacts at this time. This device remains in service. This report reflects information received by the FDA in the form of a notification per 803.22 (b)(2).